Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was not reproduced. The downstream occlusion alarms were confirmed during functionality testing. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream pusher will be replaced. The downstream sensor and the downstream tubing guide were reworked and calibrated.

Event description:
During baxter's functionality testing of a spectrum pump it displayed the downstream occlusion message. There was no patient involvement.